Manufacturer narrative:
Manufacturers ref# pr259080 summary of investigational findings: a 75-year-old male patient underwent tevar. It was planned to place two zta-p-38-217-w1 devices from below the left common carotid artery to the level of th12. One zta-p-38-217-w1 was placed with the distal end at the level of th12, then the other zta-p-38-217-w1 (complaint device) was advanced to the desired position. When the physician attempted to deploy the device, strong resistance was felt, and the sheath could not be withdrawn. The captor hemostatic valves position was examined and found to be in correct open position. A second attempt to withdraw the sheath was made, however the sheath detached from the captor hemostatic valve and the device was removed. It was reported that the descending aorta was tortuous and the physician had predicted resistance during deployment why too much force might have been used. The device was replaced with a zta-p-38-167-w1 device and the procedure completed. No adverse effects to the patient have been reported. No imaging was provided. The whole device including stent graft was returned and evaluated. The sheath was found to be separated from the hemostatic valve and several bumps were noticed at the proximal end of the sheath. Blood and biological matter were present on the device. The sheath could move freely in approximately 2/3 of the sheath length, it was not possible to move the distal end. After soaking the distal end of the device, it was possible to pull back the sheath and release the stent graft without any difficulty. The resistance felt is thought to be due to biological matter since the sheath could be moved freely after soaking the device. The inner diameter of the sheath is found to be within specifications. Per the product evaluation the likely cause for the reported event was use of excessive force when attempting to withdraw the sheath. Review of the device history record gave no evidence that the device was not manufactured according to specifications. The IFU states that if extreme difficulty is encountered when attempting to withdraw the sheath, place the device in a less tortuous position that enables the sheath to be retracted. Very carefully withdraw the sheath until it just begins to retract, and stop. Move back to original position and continue deployment. It is likely that the difficulty encountered when retracting the sheath was caused by the tortuous anatomy. Cook will reopen the investigation if further imaging or information is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional comment from the user: around y-graft, the descending aorta and the aortic arch were tortuous and I predicted resistance during the deployment, so I may have applied too much force to the device.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a 75-year-old male patient underwent tevar. It was planned to place two zta-p-38-217-w1 devices from below the left common carotid artery to the level of th12. One zta-p-38-217-w1 was placed with the distal end at the level of th12, then the other zta-p-38-217-w1 (complaint device) was advanced to the desired position. When the physician attempted to deploy the device, strong resistance was felt, and the sheath could not be withdrawn. The captor hemostatic valves position was examined and found to be in correct open position. A second attempt to withdraw the sheath was made, however the sheath detached from the captor hemostatic valve and the device was removed. The device was replaced with a zta-p-38-167-w1 device and the procedure completed. No adverse effects to the patient have been reported. No imaging was provided. The whole device including stent graft was returned and evaluated. The sheath was found to be separated from the hemostatic valve and several bumps were noticed at the proximal end of the sheath. Blood and biological matter were present on the device. The sheath could move freely in approximately 2/3 of the sheath length, it was not possible to move the distal end. After soaking the distal end of the device, it was possible to pull back the sheath and release the stent graft without any difficulty. The resistance felt is thought to be due to biological matter since the sheath could be moved freely after soaking the device. The inner diameter of the sheath is found to be within specifications. Per the product evaluation the likely cause for the reported event was use of excessive force when attempting to withdraw the sheath. Review of the device history record gave no evidence that the device was not manufactured according to specifications. The IFU states that if extreme difficulty is encountered when attempting to withdraw the sheath, place the device in a less tortuous position that enables the sheath to be retracted. Very carefully withdraw the sheath until it just begins to retract, and stop. Move back to original position and continue deployment. No information or imaging on the patient¿s anatomy and possible tortuosity of the vessels were given, however it is likely that the difficulty encountered when retracting the sheath was caused by tortuous anatomy. Cook will reopen the investigation if further imaging or information is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under PMA/510(k) p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a (B)(6) male patient weighing 42 kg underwent tevar against taa on (B)(6) 2019. The physician planned to place stent grafts from the right below the left common carotid artery to the level of th12. The patient¿s anatomy was suitable for the procedure. Right femoral approach was selected. At first, zta-p-38-217-w1/ lot 3776839 was deployed without problems and its distal end was at the level of th12. Then, zta-p-38-217-w1/ lot 3808198 was advanced proper position to deploy the device. The physician attempted to deploy zta-p-38-217-w1/ lot 3808198 as usual but he felt stong resistance and could not withdraw the sheath at all. He checked the position of captor hemostatic valve and it was in open position correctly. He attempted to withdraw the sheath again but the sheath was detached from captor hemostatic valve assembly during the attempt, so he removed zta-p-38-217-w1/ lot 3808198 from the body. They have only two zta-p-38-217-w1 in the hospital, so he used zta-p-38-167-w1/e3743543 instead. Compared with the original plan (use two zta-p-38-217-w1 ), overlap of zta-p-38-217-w1 and zta-p-38-167-w1 was shorter but he was able to overlap them more than 75 mm and he completed the procedure. Patient outcome: there have been no adverse effects to the patient.